Manufacturer narrative:
The device has not yet been returned for complaint evaluation. It is scheduled to be returned by the distributor. A supplemental MDR will be filed upon receipt and evaluation of the device.

Event description:
Per the information provided, the doctor was using the tenex health tx2 on a hip/glute and the needle separated from the microtip becoming stuck in the patient's glute. Surgical intervention was required to remove the needle. The patient reported pain in his hip post procedure. An x-ray was performed and the area was found to be clear of any device components. Two and half weeks post-procedure the patient is reported as doing better.

Manufacturer narrative:
The device was returned for evaluation. The needle was returned with the microtip. The returned portion of the needle shows damage which is uncommon with normal usage. It is unknown if the damage is a result of tampering or extraction tool marks; however damage is inconsistent with return process handling or contact with hard tissue. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. The immediate cause is likely material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect. Functional testing could not be conducted due to the state in which the device was returned.